Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low blood glucose from the insulin pump. The customer's blood glucose reading was 36 mg/dl. The customer stated that she had unexplained low blood glucose readings for the last couple of months. The customer treated the low blood glucose with glucose tabs and orange juice. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact her health care provider regarding her low blood glucose readings.